Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Corrected: previously submitted follow-up reports (#s 003, 004, and 005) had their counter incremented incorrectly, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted follow-up reports (#s 003, 004, and 005) had their counter incremented incorrectly, so this report is being submitted as a placeholder with the sequence #002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the customer reported "upon interrogation post mortem the pacemaker says ert/ replace pacemaker,but the battery voltage and impedance are fine." It was suspected that this was "due to temperature drop from the fridge." The cause of death and date of death has been requested and not received. Device and leads returned to manufacturer requesting "clarification of correct pacemaker behaviour." Reported the device interrogation displayed eri (elective replacement indicator) and it had only been implanted 3 months.